Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. Customer's other blood glucose was 184 mg/dl. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer stated the battery was not previously used. Customer stated the battery cap is not loose, cracked or damaged. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed displacement, and sleep current measurement tests; it failed active current measurement tests. An unexpected ¿low battery¿ error occurred many times during testing. After further review of the unit's interior, there were traces of corrosion underneath the battery compartment and on the battery board. The battery compartment itself was corroded too.